Manufacturer narrative:
Update (B)(6) 2019 - this lead was fractured and exhibited high pacing impedance (2265 ohms) which triggered the unipolar mode switch. The lead showed no capture in bipolar mode. As a result, a revision procedure was performed and the lead was removed and replaced. The device has been returned to boston scientific for analysis, product evaluation is anticipated but not yet begun. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observed loss of capture. In particular, the impedance values of the tip and ring electrode measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Update 03. Sep 2019 - this lead was fractured and exhibited high pacing impedance (2265 ohms) which triggered the unipolar mode switch. The lead showed no capture in bipolar mode. As a result, a revision procedure was performed and the lead was removed and replaced. The device has been returned to boston scientific for analysis, product evaluation is anticipated but not yet begun. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted due to product performance issue.